Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an left ventricular (lv) lead impedance warning for low impedance. It was noted that impedance was chronically low. The lead is still in use. No patient complications have been reported as a result of this event.